Manufacturer narrative:
Conclusion the complaint can be verified. Result main findings: e7002 were found in the history. The vibrator motor does not function. An internal defect of the vibrator led to the problem. The acoustic and visual alarm functions are not affected. The error e8 (power interrupt) were found in the pump history. The mentioned e8 error is not a malfunction of the pump. All needed tests are passed and no malfunction could be observed during the iu investigation.

Event description:
Patient reported the infusion device displays an e7 (electronic error) message and an e8 (power interrupt) error message. Preliminary evaluation on (B)(4) 2013 detected that the vibration alarm does not always function. No further information available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report. Device evaluation in progress.